Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail balloon ruptured at 10 atms on the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous lad coronary artery. The physician used a 6 fr medikit introducer sheath for vascular access and a zuma 2 guidewire. No pt injuries or complications were reported. Pt status is reported as 'good'.